Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a system revision due to device almost eroding through the skin. It was also reported that there were no evidence of infection. There were no additional adverse patient effects reported. The crt-d was explanted.